Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed no delivery. Her blood glucose level was over 600 mg/dl and was in the emergency room. The customer was hospitalized on (B)(6) 2016. The customer changed the reservoir, infusion set, and insulin type. She had excessive thirst, difficulty breathing, and nausea. The customer was currently on the insulin pump but was going to start an IV. The insulin pump was functioning as designed after realigning the tubing connector and reservoir. The device was not returned.